Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that one day after implant the left ventricular (lv) lead threshold had risen and was above range. The lead remains in use. No patient complications have been reported as a result of this event.